Event description:
Additional information received reported the catheter was revised in (B)(6) 2006. The leak was discovered when the physician was attempting to confirm the pump was empty following a pocket fill (refer to manufacturer report # 3007566237-2012-01862).

Event description:
It was reported that the patient's catheter was leaking. It was noted that the catheter showed granulation so the health care professional (hcp) ended up clipping off the catheter and leaving it around l1 and l2. A new catheter was placed in l2 and l3. The device system was used to deliver dilaudid and morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot# b005906n36, implanted: (B)(6) 2004, product type catheter. (B)(4).